Event description:
Pt called alleging that their meter does not power on. Pt had symptoms, which consisted of shakiness. Pt ate food and/or drank a beverage. Pt did not seek medical attention or call their md. Customer service made sure that the batteries are correctly installed and meter still does not power on. Batteries were replaced less than a year. Customer service was unable to resolve the issue and sent pt a new meter.